Event description:
Same case as MDR ID: 2134265-2015-02395 and 2134265-2015-02396. (B)(4) clinical study. It was reported that death occurred. In (B)(6) 2013, the patient presented with myocardial infarction (mi). Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the first obtuse marginal (om1) artery with 99% stenosis and was 16mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and placement of a 2.25x 20mm promus element¿ plus stent, resulting in 0% residual stenosis. The target lesion #2 was a de novo lesion located in the proximal left circumflex (lcx) artery with 99% stenosis and was 26mm long with a reference vessel diameter of 3.0mm. The target lesion #2 was treated with pre-dilatation and placement of a 3.00x32mm promus element¿ plus stent, resulting in 0% residual stenosis. The target lesion #3 was a de novo lesion located in the left main coronary artery (lmca) with 50% stenosis and was 5mm long with a reference vessel diameter of 3.5mm. The target lesion #3 was treated with direct stent placement using a 3.50 x 8 mm promus element¿ plus study stent, resulting in 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient expired and the cause of death is unknown.

Event description:
It was further reported that adjudication indicates stent thrombosis occurred.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).